Manufacturer narrative:
The device passed testing and sounded audible alarm tones in both the high and low volume settings.

Event description:
The customer contact reported the pump has no alarm tones. The pump was returned to the materials management department with an unsigned note that stated, "no beeping tones." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.